Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic internal component of the seal, was also slightly dislodged. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report (B)(4).

Event description:
Procedure performed: laparoscopic gastric bypass. "Talked to [name], the surgical tech in the room, and he gave me his account of what happened. Dr. [Name] was using this port site for his stapler. When placing the stapler in, it dislodged the black, inner seal, and a piece of it fell into the patient's body and was retrieved. Talked to dr. [Name], he was using a white load in the stapler and having difficulty placing the stapler through the seal housing. Once getting the stapler in the trocar, noticed the black piece of the seal housing resting beside the colon." Additional information received via mail on 27mar2018 from the FDA, medwatch report (B)(4). "Patient is (B)(6) male, (B)(6) kg, white, not (B)(6)." "During a laparoscopic gastric bypass, a portion of the seal of the trocar broke off inside patient and was able to be retrieved." What was the original intended procedure?: "laparoscopic gastric bypass". What problem did the user have: "device failed (e.g. Broke, couldn't get it to work or stopped working);".